Manufacturer narrative:
The customer¿s report of potassium infusing faster than intended could not be confirmed. Analysis of the pcu event log shows that on (B)(6) 2016 at 11:26pm a secondary infusion of potassium chloride 40meq/250ml was programmed at 62.5ml/hr . On (B)(6) 2016 at 12:04 am the rate was changed to 40ml/hr. At 12:21am the rate was changed to 35ml/hr. The total secondary volume infused before the pump was channeled off at 12:29 am was 54.4ml. Rate accuracy testing indicated the device was out of specification (under infusing). Rate calibration maintenance was performed and subsequent testing showed the device was infusing within specification. No other issues or anomalies were observed. The root cause of the reported over infusion of potassium chloride was not determined. The event tubing was not returned for investigation.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an over infusion of 40 meq. Of potassium chloride which was set up as a secondary to infuse over 4 hours. The patient notified the nurse after 45 min. That the IV site was burning. The rate was rechecked and the infusion was restarted however while still in the room the nurses noticed the last 15 min of the infusion completed within 5 min. Although patient was on a monitor no rhythm changes were noted and no medical intervention was required.